Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent a CT scan and underwent surgery for an incarcerated umbilical hernia, adhesions, explant of the device and noted granulation. Adhesions and granulation are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol xenmatrix ab. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent an umbilical hernia repair. A bard/davol perfix plug(device #1) was implanted in patient during this repair. On (B)(6) 2017: the patient presented to emergency room with abdominal pain. A CT scan performed that day indicated findings suspicious of an incarcerated umbilical hernia, which appeared to contain a section of small bowel loop, with surrounding inflammation. On (B)(6) 2017: the patient underwent a diagnostic laparoscopy for a suspected umbilical hernia. However, on entering patient's abdomen, the surgeon observed that the mesh was densely adherent to the small bowel and was unable to be separated. Two small bowel resections, an anastomosis and mesh removal were performed. On (B)(6) 2017: the patient underwent wound exploration surgery. The surgeon removed three sutures because there was chronic granulation of the tissue around the sutures. On (B)(6) 2018: the patient underwent a ventral hernia repair. As alleged, a bard/davol xenmatrix ab, was implanted in patient during this repair. The perfix plug (device #1) implanted in patient failed to reasonably perform as intended. The perfix plug (device #1) caused serious injury and had to be surgically removed via invasive surgery and caused the patient debilitating complications. The attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by patient, permanent impairment, mental pain and suffering due to the alleged defective perfix plug (device #1). The attorney does not make any allegations against the xenmatrix ab.